Event description:
It was reported that a defective set screw was identified at the time of implant. The neurostimulator was not implanted. The procedure was completed, and the pt was doing well.

Manufacturer narrative:
(B)(4).